Manufacturer narrative:
Also, during further functional testing, unrelated to the reported complaint, noticed missing pixels on the lcd screen. The lcd screen was replaced to address the observed issue. The probable root cause for the observed lcd issue could be normal wear and tear.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for user advisory (ua) 07 was due to defective load cell. The defective load cell was likely attributed to mishandling such as a drop or a defective component. During the visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover needs to be replaced to address the damage. Upon further visual inspection, unrelated to the reported complaint, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The clutch plate needs to be deburred to address the sticky clutch problem. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The returned autopulse platform was manufactured in february 2014 and it is more than 7 years old, well beyond the expected service life of 5 years. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters and needs to be replaced to remedy the (ua) 07 error. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(4), reported on january 23, 2017, load cell module 1 was replaced to address the (ua) 07 error.

Event description:
As reported, the autopulse platform (sn (B)(4) ) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.